Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient was experiencing an electric shock sensation, more so on the right side than the left side. The patient is treating for 12 hours every day. The patient rated the pain level as a 10 out of 10. The patient¿s pain level is normally at an 8 or 9 out of 10. It was later reported that the sensation was a muscle spasm, not a shock sensation. The patient does not think it is related to the stimulator. The patient is still treating with the device and did not take any break in treatment. The patient is also experiencing muscle spasms when she is not treating. The patient stated that she is still going through recovery and is unsure if the spasms are related to the device or the recovery process. The patient did not have muscle spasms prior to treating with the device. The patient left a message for her doctor but has not received a call back. No further information was provided.

Manufacturer narrative:
Corrections in b4: date of the report, d2 device common name. Additional information in h4: manufacture date, g3, h6 and h10: additional narrative. Estimated date of the event b3: december 2024. This follow-up report is being submitted to relay additional and corrected information. The spinalpak assembly was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to.

Event description:
It was reported that the patient was experiencing an electric shock sensation, more so on the right side than the left side. The patient is treating for 12 hours every day. The patient rated the pain level as a 10 out of 10. The patient¿s pain level is normally at an 8 or 9 out of 10. It was later reported that the sensation was a muscle spasm, not a shock sensation. The patient does not think it is related to the stimulator. The patient is still treating with the device and did not take any break in treatment. The patient is also experiencing muscle spasms when she is not treating. The patient stated that she is still going through recovery and is unsure if the spasms are related to the device or the recovery process. The patient did not have muscle spasms prior to treating with the device. The patient left a message for her doctor but has not received a call back. No further information was provided. No additional patient consequences/ further information has been reported. The spinalpak assembly was not returned for further evaluation.